Manufacturer narrative:
Product evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal low voltage electrode was covered in blood and the proximal conductor had blood (not obstructed). The outer insulation had a cosmetic depression, cosmetic environmental stress cracking, and was breached from being cut. The lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with (B)(6) bacteremia post extraction of abscessed tooth and was treated with antiobitoics. One week later, the patient presented with fever and device pocket swelling and septecemia with blood cultures positive for gram positive cocci. The device and leads were extracted. No further patient complications have been reported as a result of this event.